Event description:
On (B)(6) 2014, a reintervention occured because of ventricular oversensing due to the ICD lead (isoline). A new ventricular lead(volta 2 cr) has been implanted but the isoline lead was kept. During a regular follow-up, the physician reported occasional ventricular pacing at 6v, 1ms. No ventricular sensing anomaly has been reported. Farfield sensing was reported with inappropriate atrial fibrillation episodes. The patient was admitted at hospital and put on telemetry, during this night the telemetry showed a long vt episode that was -acccording to the patient -stopped by the shock, but there was no recording in the device about the vt nor of the shock she had. It was reported that the device was replaced (and the associated volta lead was re-positioned) and will be returned for analysis.

Event description:
On (B)(6) 2014, a reintervention occured because of ventricular oversensing due to the ICD lead (isoline). A new ventricular lead(volta 2 cr) has been implanted but the isoline lead was kept. During a regular follow-up, the physician reported occasional ventricular pacing at 6v, 1ms. No ventricular sensing anomaly has been reported. Farfield sensing was reported with inappropriate atrial fibrillation episodes. The patient was admitted at hospital and put on telemetry, during this night the telemetry showed a long vt episode that was -acccording to the patient -stopped by the shock, but there was no recording in the device replaced (and the associated volta lead was re-positioned) and will be returned for analysis but the vt nor of the shock she had. It was reported that the device was .

Manufacturer narrative:
Preliminary analysis showed device operation was within specifications.

Event description:
On (B)(6) 2014, a reintervention occured because of ventricular oversensing due to the ICD lead (isoline). A new ventricular lead(volta 2 cr) has been implanted but the isoline lead was kept. During a regular follow-up, the physician reported occasional ventricular pacing at 6v, 1ms. No ventricular sensing anomaly has been reported. Farfield sensing was reported with inappropriate atrial fibrillation episodes. The patient was admitted at hospital and put on telemetry, during this night the telemetry showed a long vt episode that was -according to the patient -stopped by the shock, but there was no recording in the device about the vt nor of the shock she had. It was reported that the device was replaced (and the associated volta lead was re-positioned) and will be returned for analysis.